Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a transmitter failed error was reported. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause was determined to be transmitter timer not advancing via data.